Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, five days after implant, the patient experienced acute kidney injury. The patient had significant baseline renal insufficiency; creatinine and blood urea nitrogen were elevated. The patient was treated with continuous renal replacement therapy, intermittent peripheral ultrafiltration, hemodialysis, and intravenous diuretic. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that five days post ventricular assist device (vad) implant, the patient experienced acute kidney injury. The patient had significant baseline renal insufficiency and nephrology was consulted for rising creatinine (cr). Blood urea nitrogen (bun) was also elevated but no acute signs of uremia. The patient was treated with continuous renal replacement therapy (crrt), intermittent peripheral ultrafiltration, hemodialysis, and intravenous (IV) diuretic. A month later, diuresis was decreased, bun improved slightly, and cr continued to be stable. The vad remains in use. No further patient complications have been reported as a result of this event.